Manufacturer narrative:
Conclusion: product did not contribute to event.complaint history reviewed. Device history record reviewed.evidence that product in spec when used.

Event description:
Allegedly revised due to (B)(6) infection.

Event description:
Allegedly revised due to staph infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00145, 00146. This event occurred in (B) (6). Please be advised: in error, this report was sent to the (B) (4) test account rather than the (B) (4) production account. (B) (4). I am sending this to the production account to correct this error.